Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735798, product ID: 9735996, product ID: 9735815, serial/lot ; product ID: 9735821, serial/lot #: (B)(6) ubd: , UDI#: h3, h6) the 9735821 camera was returned to the manufacturer for evaluation. The reported issue was that the returned positioning sensor unit (psu) had many nicks and scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu failed an accuracy test at .293mm with a passing threshold of .250mm. This psu has been returned twice previously with an unrelated failure that had been repaired. Codes b01, c08, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during the setup of an optical procedure, the system displayed a "localizer not connected" message. The camera exhibited an amber light. Troubleshooting was performed. The ndi toolbox did not have the power supply unit (psu) as an option. The optical localizer psu was unavailable and red; the poe light was confirmed to be green. The poe and ethernet from the o-ring were reseated with no effect. Additionally, the light-emitting diode (led) on the o-ring from the poe ethernet was not illuminated. The manufacturer representative (rep) swapped the ethernet port on the o-ring where the ethernet from the pcoip was plugged in with no effect. The ethernet from the pcoip had a green led when it was plugged into the poe injector to different ports on the o-ring, but none had leds appear on the o-ring ports. The camera cart unexpectedly shut down when the rep was getting ready to reboot the system, and it was found that certain components were damaged. There was no patient involved. It was reported that there were 2 systems in the mobile lab and when further troubl eshooting the system, the "good camera" on the known working system was swapped to the other system and the system was functioning as intended.

Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. Parts were replaced and the issue was r esolved. The system passed a system checkout and was returned to an operational condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.